Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_946: triluminate pivotal, patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation. One xtw had been successfully implanted, reducing the tr to mild. On (B)(6) 2025, recurrent tr was noted. Per physician, the event was not serious and possibly device related. There was no treatment provided, and no hospitalization needed. There was no device malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tricuspid regurgitation. Based on available information, the reported tricuspid regurgitation appears to be related to worsening patient condition. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on 06june2023, the patient presented with functional tricuspid regurgitation. One xtw (tcds0303-xtw, 30117r1112) had been successfully implanted, reducing the tr to mild. On (B)(6) 2025, recurrent tr was noted. Per physician, the event was not serious and possibly device related. There was no treatment provided, and no hospitalization needed. There was no device malfunction. On (B)(6) 2025, an additional triclip procedure was performed.

Event description:
Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation. One xtw (tcds0303-xtw, 30117r1112) had been successfully implanted, reducing the tr to mild. On (B)(6) 2025, recurrent tr was noted. Per physician, the event was not serious and possibly device related. There was no treatment provided, and no hospitalization needed. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tricuspid regurgitation. Based on available information, the reported tricuspid regurgitation appears to be related to worsening patient condition. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation. One xtw (tcds0303-xtw, 30117r1112) had been successfully implanted, reducing the tr to mild. On (B)(6) 2025, recurrent tr was noted. Per physician, the event was not serious and possibly device related. There was no treatment provided, and no hospitalization needed. There was no device malfunction. On (B)(6) 2025, an additional triclip procedure was performed.